Event description:
The customer reported that his blood glucose reached in the high teen's mmol/l (exact bg level was not provided) less than 24 hours after the pod was activated. Upon removal he noticed the cannula had come out of the infusion site. He stated there was also blood in the cannula. He did not recall the date when this occurred.

Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia.